Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurement of greater than 2000 ohms. Additional information indicated that this ra lead had insulation and lead body damage issue. Subsequently, this lead was fractured. So, the physician opted to perform an invasive procedure to solve the issue. This lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.